Event description:
It was reported that the bd alaris pump module smartsite infusion burette set experienced air in line. The following information was provided by the initial reporter: my unit recently changed to this tubing for oxytocin and magnesium sulfate. Put this current design on a pump, and it does nothing to stop air from entering the line should you not get there just before the fluid is infused.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that there is air entering the line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd alaris pump module smartsite infusion burette set experienced air in line. The following information was provided by the initial reporter: my unit recently changed to this tubing for oxytocin and magnesium sulfate. Put this current design on a pump, and it does nothing to stop air from entering the line should you not get there just before the fluid is infused.